Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer resumed insulin without changing pump supplies to clear alarm. There was no reported adverse impact to customer's blood glucose.